Manufacturer narrative:
The device was not returned for analysis. Multiple attempts were made to obtain the information regarding device tracking. However, no information is available. The lot number was not provided by the customer, therefore the device history records could not be reviewed, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. The device was used in treatment and not returned for analysis. There was no performance related failure reported by the user. No further investigation required. The device was not returned and there was no specific performance related failure reported by the user. Based on the investigation, a CAPA is not required. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Event description:
Potential adverse event - tia. Patient couldn't lift her left arm post-procedure but didn't lose sensitivity. CT no perfusion deficit. Waiting on MRI results. Patient reviewed by neurology as well. First act reading done at 30 minutes showing a level of 260. 2-3000 units of heparin were given then with a total of around 7000 during the procedure. Act levels were measured every 30 minute intervals. Patient was recovering arm movement post-procedure. No product performance malfunction reported. Submission for administration purposes.